Event description:
It was reported that approximately 41 months after the implant this lead was explanted due to oversensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approx. 22 cm distal to the df4 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 30.5 cm distal to the df4 connector pin. In this region the insulation and the coating of the conductor cables to the shock coil and the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. Furthermore cuts in the insulation were detected which most likely occurred during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.